Event description:
During a pta treatment procedure of a shunt, difficulty was encountered deflating the talon balloon dilatation catheter. An initial balloon inflation to 8 atms was completed in the 90% stenotic lesion and the balloon was successfully deflated. Following the second inflation to 15 atms, deflation difficulty was encountered. The balloon catheter, guide catheter and guidewire were removed as a unit. A 6 fr mosquito sheath, transcend 165 guidewire, and encore 26 inflation device were used in the procedure. It was reported that the pt had no complications. The pt status was reported to be "good".